Manufacturer narrative:
Date of birth is unavailable at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR., report#3006705815-2018-01715. It was reported the patient experienced stimulation changes after bending down in their attic. Reportedly. Diagnostic testing revealed high impedance on all right side contacts. Reprogramming was attempted to no avail. In turn, x-rays as well as surgical intervention pending as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-01715. Follow-up identified surgical intervention was undertaken wherein both leads were explanted and replaced with new models. Effective therapy was restored.

Event description:
Device 1 of 2 : reference MFR., report#3006705815-2018-01715.

Event description:
Device 1 of 2 : reference MFR., report#3006705815-2018-01715.